Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. After the device was deployed, upon assessing the device they noticed a thrombus on the tip of the was on transesophageal echo (tee). The wds was aspirated with a large syringe and it appeared on tee that it had been removed. Additional heparin was given as the activated clotting time (act) was noted to be 123. The device met release criteria and was released without needing to change position. No vital sign changes occurred and the patient remained stable throughout the procedure.